Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: while placing the catheter, the IV needle was partially pulled back and then reinserted. Needle appears separated/ split from the catheter itself. Detailed inquiry description: product code: 4251128-02 expiration date: 1/1/30 lot number: 25a04g8952. Patient was involved but customer has not gotten back with patient information to file. Description of the patient event: IV placed, minimal flash seen in chamber, attempted to continue placement, client complained of pain, IV removed, catheter seen split (appeared to be intact otherwise/no pieces missing).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400711195. One (1) photo was submitted to the manufacturer for evaluation. Through visual examination of the photo, the capillary of the sample was observed to be pierced by the cannula (needle). Blood was observed on the capillary, meaning the capillary had been used. This indicates that the product did not pierce during the manufacturing process or else it could not be used by the user. No needle breakage was observed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. This product line is assembled on automatic assembly machines equipped with 100% vision inspection system and test stations. Along the machines, there is 100% inspection on the condition of the catheter tip. Parts found out of the inspection criteria will be detected and be rejected by machine automatically. The process cards shows no abnormalities for the complaint batch. Based on the investigation, the reinsertion occurred during production application. This defect is not due toa manufacturing process issue. The complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.